Manufacturer narrative:
UDI number: (B)(4). The blocker was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that the threads of four blockers were broken during installation and the threads of two blockers were broken during final tightening within surgery. They were all removed and replaced with alternative blockers to complete the procedure. There were no reported patient impacts. This is report six of six for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00008 thru MFR report.

Event description:
It was reported that the threads of four blockers were broken during installation and the threads of two blockers were broken during final tightening within surgery. They were all removed and replaced with alternative blockers to complete the procedure. There were no reported patient impacts. This is report six of six for this event.